Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (496 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Customer delivered a manual injection to stabilize blood glucose levels.